Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the mcl20 clip applier misfired. The clips were sticking and then spitting out.